Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7073339. Brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7073333.

Event description:
It was reported that the patient experienced sciatica pain. The patient underwent a procedure in which the patient was hospitalized and the entire spinal cord stimulation (scs) system was explanted. The patient has been discharged from the hospital and she is recovering from home. The physician could not confirm whether the scs system was the cause of patients sciatica, however the symptoms seem to be easing now that it has been explanted. The explanted devices will not be returned as they were discarded at the medical facility.